Manufacturer narrative:
Batch review performed on (B)(6) 2024: lot 2402188: 100 items manufactured and released on (B)(6) 2024. Expiration date: 2029-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on (B)(6) 2024: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2346404: 100 items manufactured and released on (B)(6) 2024. Expiration date: (B)(6) 2028. No anomalies found related to the problem. To date, 85 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to infection and the pathogen is unknown. At about 2 weeks from primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.